Event description:
A customer contacted baxter to report receiving a reload set 201 alarm with the homechoice (hc) machine during priming. Per the initial report, the caregiver (cg) stated that he had gotten the reload set 201 in the prime and started over with a new cassette. The cg stated that the first cassette had a leak. They then started over, got the reload set 201 again and started over again. The hc primed successfully and was now at connect yourself, but the cg wanted to make sure it was ok to use. The technical service representative (tsr) explained that if there were any issues with hc that it would give an alarm. The tsr stated that if the hc alarms again to call baxter. The cg understood the explanation and the home patient (hp) proceeded with therapy. Product surveillance contacted the patient on 5/6/09. The patient stated her cassette was leaking in the cassette membrane. The patient stated there was a small hole in the membrane, however, the patient did not know if the hole was there or if she accidentally poked the cassette while inserting it into the device. The patient stated she discarded the cassette and did not recall the lot number. The patient discarded the bag and resumed therapy by using new supplies. There was no patient injury or medical intervention.

Manufacturer narrative:
Per the home patient the sample was discarded.